Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the provided information, there are numerous possible causes involved with the event. The likelihood of the reported complication, upon an ecrp procedure, is well known. Nevertheless, a thermal injury (e.g., from hf-current) and/or mechanical injury (e.g., from the accessory) cannot be excluded as potential factors in the incident. However, no conclusive determination could be made as to the cause of the event. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) after an endoscopic retrograde cholangiopancreatography (ercp). The esu was used with an olympus clevercut single use sphincterotome and an erbe nessy omega neutral electrode (part number: 20193-082, lot number: information not provided). The neutral electrode was placed on the patient's left thigh. The esu settings were endocut I effect 2/3. Upon the procedure, there were no immediate clinical issues. However, in a follow-up examination (on (B)(6) 2022); inflammation, swelling, and necrosis of the papilla vateri in the duodenum was observed. Therefore, to address the issue, a coated stent was inserted into the bile duct.